Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified left main coronary artery (lmca). A non-bsc stent was previously implanted in the left anterior descending artery. Following endoscopic surveillance of the lad, thrombus was noted and aspiration was performed. Timi 1 flow was noted and poba was preformed, however this did not restore flow. The 3.5 x 16 mm promus element stent was then deployed in the lmca and thrombosis was aspirated restoring timi 2 flow. Poba was performed in the lad, during crossing attempt of the unknown balloon the implanted stent was damaged due to interaction with the guide catheter. An additional stent was placed proximal to the damaged stent. Physician noted that approx 8 mm of the proximal end of the stent was damaged.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).